Manufacturer narrative:
(B)(4): visual inspection of the returned product found one optic and plate haptic torn. Almost half of optic is torn off and missing. There was evidence of dark surgical residue on lens surface. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon partially inserted a aa4203tl toric optic silicone single piece lens. As the surgeon was advancing the lens into the eye, noticed the lens tore. Half of the lens was inserted into the eye. The surgeon used forceps to remove the lens from the eye. There was no pt injury. The reporter stated the surgeon used an injection system, which has not been approved by the MFR for use with this lens model. Reporter stated they are aware that using this injector model with this lens model is considered off-label use.